Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis with the 11v backup battery (serial number: (B)(6) . A review of the downloaded event log file contained data spanning approximately 5 days (01jan2000, 09dec2024 - 11dec2025, 17dec2024 per timestamp). At 08:44:57 on (B)(6) 2024 a backup battery fault alarm was active due to not passing the load test. The alarm condition persisted until the system controller was shutdown at 10:15:04 on (B)(6) 2024. The backup battery did not pass due to the loaded voltage being below the threshold comparatively to the unloaded voltage. Pump operation was not affected. There were no other notable alarms active in the log file. Additional information provided stated that the system controller and backup battery were exchanged which resolved the alarms. The root cause for the reported backup battery fault alarms could not be conclusively determined through analysis. A corrective and preventative action was opened to further address this issue. The device history records were reviewed for the system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use, section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, section 6 ¿caring for equipment¿ addresses how to properly maintain all components. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the clinic to report that they received an intermittent alarm on their system controller. Upon interrogation, the controller alarm was found to be a "backup battery fault". Due to them not being able to find transportation to the clinic, the patient then silenced their alarm and a health nurse went over to exchange the system controller. The home health nurse successfully exchanged the patient's primary controller to their backup controller. The patient did experience quite a bit of anxiety from this exchange. The exchanged controller was returned to the clinic for further evaluation and was received on 17dec2024. The old battery was removed and exchanged for a brand-new battery. The date and clock were set in accordance with protocol. However, a backup battery fault alarm was still displaying on the original controller that was received by the clinic. The battery was removed and reseated for an additional time, however there was difficulty in getting the wiring plate to sit surface with the battery itself. The controller was powered down and then repowered back up with a return of the backup battery fault alarm. Therefore, it appeared to be evident that the patient needed a brand-new backup controller. The same 11v lithium-ion battery was inspected further, prior to receiving into the new controller and there was evidence of a bent pin. This battery was replaced, and seating of the new battery was successful. The date and time were set accordingly and there were no additional alarms on the new controller. The patient was left in stable condition otherwise.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.